Event description:
The lead was explanted due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two sections, 15.1cm from connector pin and 41.9cm from distal tip. No damages were found that indicated a lead fracture. The damage found was sustained during the surgical procedure.